Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was not working. The customer's blood glucose was 524 mg/dl. The customer treated high blood glucose with manual injection. The customer reported that they received no delivery alarm and insulin was exited during prime. The customer's blood glucose during no delivery alarm was 225 mg/dl. The customer reported bent cannula and was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.